Event description:
Doctor reported lid retraction after using the endotine transbleph device.

Manufacturer narrative:
Post-procedure, the patient was evaluated and was injected with an steroid and massaged the site to correct the issue.